Manufacturer narrative:
(B)(4). Teleflex did not receive the device for analysis therefore the reported complaint could not be confirmed. The root cause of the complaint is undetermined. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for all the lot numbers at this account with no relevant findings. All devices passed all manufacturing specifications prior to release. Teleflex will continue to monitor for any developing trends.

Event description:
It was reported via a hot line call. The registered nurse (rn) called about a patient who is in the cath lab that just had intra-aortic balloon (iab) placed that it was only inflating part way as seen on fluoroscopy. The rn stated that there were high pressure alarms. When the clinical support specialist (css) called the rn back in the cath lab, they had already removed the iab, and replaced it with another. There was a short delay in therapy related to this of 5 minutes. The css attempted to get more information, but the rn abruptly stated that the pump is running fine now with a different iab and hung up. The css called back later to find out the type of balloon, etc. But they had already thrown it all away. The insertion site was femoral. The difficulty was encountered at the start-up of the pump. The outcome of the patient is stable on the pump.